Event description:
While priming a 2.5 x 13mm cypher stent, prior to use, the physician confirmed that the distal struts of the stent were visually flared. The product was not clinically used. The procedure was completed with a 2.5 x 12mm taxus.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.